Manufacturer narrative:
Concomitant products: product ID neu_ptm_prog, serial# unknown, product type programmer, patient; product ID 3389-40, lot# j0437000v, implanted: (B)(6) 2004, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3389-40, lot# j0537462v, implanted: (B)(6) 2005, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7426, serial# (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. They suddenly had a return of dyskinesia 2 days prior to report. The right side of his body was going crazy and flailing all over the place. They saw a green solid light next to the 9v icon on the patient programmer. They had tried to change the 9v battery 2 days prior to report but nothing changed. They did not hear a beep and none of the other lights showed on the back of the programmer. The patient saw their neurologist 3 weeks prior to report and the voltage was right at the threshold of having it replaced. He had to go to the emergency room because he was flailing around and his neck was getting sore from flailing. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.